Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield detached causing the user to sustain a used needle stick injury to their left index finger. There was no report of post exposure testing or medical intervention.

Manufacturer narrative:
Investigation summary: "material #: 368607 lot/batch #: 3355808. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their safety shield engaged, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."